Event description:
Event description cpi received information that upon interrogation of this implantable cardioverter defibrillator (ICD) during a normal follow-up visit, the device displayed an error message indicating a possible device malfunction. No tones were emitted from the device.